Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified that a connector pin had broken off and was stuck in the device's therapy connector. In addition the third-party service agent observed that the device had been opened and that some components got damaged or were put back incorrectly. The customer declined repair of the device and requested the device to be returned to them without being repaired. The cause of the reported issue was due to a connector pin that had broken off and got stuck in the device's therapy connector.

Event description:
A third-party service agent contacted physio-control to report that the device from one of their customers had a broken off connector pin left in the therapy connector of the device. The service agent evaluated the device and determined that the damaged pin was related to the charge button from the hard paddles. The device would not provide a defibrillation shock using the hard paddles. There was no patient use associated with the reported event.